Event description:
Reporter alleged blood glucose measured lo at 7:44 am back to back with a result of 152 mg/dl at 7:48 am. It was stated no actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.